Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device evaluation: an opened kit was returned. The swg was still in the advancer; the cap and snubber were not on the advancer. The distal end of the swg protruded from the advancer and was unraveled. The core wire was not attached to the distal weld. The proximal end of the swg was outside the advancer. The last coil on the proximal end was stretched apart, but the weld to the core wire was intact. The distal end of the core wire was visible in the space between the advancer tube and the straightening tube. The entire swg was removed through the proximal end of the advancer so it could be examined. The core wire was measured and based upon the measured length of the broken core wire, no pieces appear to be missing. The distal weld was examined and the core wire was broken adjacent to the distal weld. The od of the swg was measured at the proximal end and met specification. The advancer tube and ID of the straightening tube on the end of the advancer were measured and met specification. The proximal end of the swg passed through the straightening tube and into the advancer with no resistance up to the point where it was unraveled. A .032" swg from lab inventory passed all the way into the advancer with no resistance. The instruction booklet included with the kit describes use of the arrow two-piece advancer. Included in the booklet is a warning to the practitioner that there is the potential for breakage if undue force is applied to the swg. A device history record review was performed on the swg and the advancer with no relevant findings. The report of difficulty with the swg and advancer tube was confirmed through the unraveled swg that was returned. No problem was found with the advancer. The core wire was broken adjacent to the distal weld, which is characteristic of a force greater than the design specification being applied to the swg. However, based on the condition of the sample and the info provided, the potential cause of difficulty with the swg and advancer could not be determined.

Event description:
It was reported that the procedure was being performed on a pt in the operating room. The physician experienced difficulty with the j tip of the spring wire guide (swg). Additional info received on (B)(6) 2011 from (B)(4) stated the physician experienced difficulty when attempting to use the advancer tube. She was not able to straighten out the swg. As a result, a new kit was used and placed successfully for the pt. There was a delay in treatment, no pt death and no pt complications were reported.